Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error codes 46515, 46221, and 46507. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected, and a buckled upstream occlusion seal was noted. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the printed wiring assembly (pwa). As a result, the upstream occlusion seal and pwa were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.